Event description:
There was noise on the rv channel two days after the patient's ICD was replaced. The pace/sense portion of this lead was capped on (B)(6) 2013 and replaced. The defibrillation portion of this lead remains actively implanted. Should additional information become available, this file will be updated.